Event description:
It was reported that the insulin pump alarmed, indicating that the radio frequency device failed the self test. The blood glucose reading was 11 mmol/l. The caller stated that the battery had been changed one week prior. Upon troubleshooting, it was found that the insulin pump did not pass the self test. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The pump gave an alarm due to a faulty component on the remote frequency board. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.